Event description:
Zenith main body graft was implanted in 2004. During the pt's follow-up examination in october 2004 it was noted that the aneurysm had shrunk in size. However, the right renal artery was no longer functioning. There was also a noted limb occlusion. Post angiogram performed of the initial placement showed patent renal arteries, with no evidence of a future problem.